Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Event description: it was reported that: while using the device in the patient, after completing a full pass in a blades down operation, the physician noticed that the device was making an unusual noise and so they started to back the device out of the patient over the thruway .014 guide wire. The physician noticed that the device was sticking to the wire and had difficulty backing the device off the wire but was finally able to do so. At this point, the physician completed the procedure utilizing balloon angioplasty with a successful conclusion to the procedure. The patient was fine at the end of the procedure. Both devices were removed from the patient. The thruway was replaced with a new thruway and the procedure was completed using angioplasty.